Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown stem, unknown. Report source: literature. A manuscript entitled "patients with popular hip implants are frequently cobalturic and encephalopathic" was received. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08237. Product location unknown.

Event description:
It was reported that a patient was revised due to confirmed arthroplasty cobalt encephalopathy and elevated urine and blood cobalt metal ion levels. Attempts have been made and additional information on the reported event is unavailable.